Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the pouch was not returned; no failure was found. Probable root cause: based on the results of the investigation, there is no failure found with the returned product.

Event description:
It was reported that during a greenlight pvp procedure, the ¿fiber product was unopened / not used¿ however, the patient was under anesthesia and the procedure was cancelled due to cardiac issues. Patient outcome: ¿no injury to pt due to laser procedure¿. Additional information provided by the customer indicates that ¿the anesthesiologist attempted to intubate the patient without success; three attempts were made. The case was cancelled and rescheduled. Two weeks later, the patient returned for a greenlight pvp procedure; a spinal was administered. The procedure was completed without incident. Post procedure, the patient had complaints of "urination / voiding difficulties". The physician "scoped" the patient and reportedly, "all was fine".